Manufacturer narrative:
Product event summary: subsequently, the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead dislodging to the level of the tricuspid valve. The lead was oversensing far-field p waves and when combined with the patient's underlying sinus tachycardia, thedevice also did not detect appropriately. Due to the psychological trauma associated with the shocks, the device and lead were explanted. The physician elected to prescribe a lifevest while discussing long-term primary prevention options with the patient. No further patient complications have been reported as a result of this event.